Event description:
The option elite filter failed to expand after being delivered into the vena cava and as a result was unable to get wall apposition and had to be retrieved

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. The customer returned only filter (out of the cartridge); the customer did not return any supporting devices to the investigation. Filter was put in warm water for approximately 2¿3 seconds and filter opened normally without any issue. There were no damage found on the filter. During evaluation, the complaint mode could not be duplicated, and the complaint was not confirmed. No further evaluation is needed at this time. No corrective action is required at this time because a manufacturing defect cannot be confirmed.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
The option elite filter failed to expand after being delivered into the vena cava and as a result was unable to get wall apposition and had to be retrieved.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.